Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise the complaint is closed at this time.

Event description:
Rep reported to the patients icp increased to 250mm h20. Doctor did a radio active study on patient and everything appeared to be working fine. Since the icp did not decrease the doctor decided to revise the shunt. When he removed the shunt he tested it for flow and it appeared to be working fine. As a result the surgeon would like the valve tested. He feels there might be some blood or biological debris occluding the valve.